Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a line going through the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The reported contacted animas on (B)(6) 2016.

Manufacturer narrative:
Follow-up #2: date of submission 05/27/2016. Device evaluation: device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during investigation, there was a green line running through the center of the display on all screens. A test display was used and it was clear of any colored lines.